Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call that they had found an external ram error alarm, spanish software anomaly, unexpected restart alarm in the pump history. Customer's blood glucose at time of incident was unknown mg/dl.